Event description:
The suspect device generated a result of 0 mg/dl; while running a quality control test. The device's numeric reading range is 10-600 mg/dl. Patient did not take any action based on this result. No patient injury was reported and no treatment was received. While on the line with technical support, the patient reviewed the device's memory and was unable to locate a value of 0 mg/dl. Technical support requested the return of the suspect product and replacement product was shipped.